Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system ace 68 reperfusion catheters (ace68s). It was noted the patient¿s anatomy was tortuous. During the procedure, the physician completed two passes using an ace68 and a non-penumbra balloon guide catheter. Upon removal of the ace68 after the second pass, the physician noticed that the distal end of the ace68 was stretched and that the walls of the ace68 became thin. The procedure was completed using a new ace68 and the same balloon guide catheter. There was report of an adverse effect to the patient.